Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height main station failed to stay closed. A field service engineer (fse) noticed the magnet was missing from the latch assembly. The fse replaced the latch assembly with the new modern version and tested in the station with the user application to resolve the issue. The customer successfully recovered storage space without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failure. The customer stated that the malfunction occurred user was unable to pull medication/perform duties and had to request from pharmacy or pull from another station. There were no adverse events or injuries reported based on this event.